Event description:
On 04-dec-2023, abbott point of care (apoc) was contacted by a customer who reported that I-stat 1 analyzer (sn (B)(6)) was swollen and burst inside the battery compartment. Business partner replaced the battery and battery carrier but analyzer is not activating. The analyzer were replaced at no charge and returning for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. There was limited information and battery carrier information was not provided at the time of this report. There are no details surrounding the event, condition of the analyzer in use, nor if the product was being used as intended. There are no injuries associated with the events. The product was replaced and returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
Na.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 28-feb-2023. The customer reported that the battery of I-stat 1 analyzer s/n (B)(6) was swollen and had burst inside the battery compartment. The customer also reported the analyzer would not activate after they replaced the battery and the battery carrier. Failure analysis confirmed the complaint of no activation and the cause was determined to be corrupted jam2156a/clew a47 software. During failure analysis, there were no signs of burnt components or short-circuit noted, and no indication that a battery had burst within the battery compartment. As the complaint battery has not been returned for investigation. A rocketware search spanning three months revealed no incidents similar to a reported swollen/burst battery. No deficiency has been identified.